Manufacturer narrative:
Recall: z-1839-2015. Conclusion: representative samples were received for evaluation. Visual inspection found the information in the packet was not complete. The product is fast absorbing gut plain suture and this information was missing on the packet.

Event description:
It was reported that a patient underwent a blepharoplasty procedure on an unknown date and suture was used. The patient experienced the wound opening several days after the surgery. It is unknown how the patient was treated. The customer questioned whether the suture is still fast absorbing because the label does not state fast absorbing. Additional information was requested.

Manufacturer narrative:
Conclusion : representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.